Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds and high impedances. It was noted that the impedances had been steadily rising over the past year. The lead was capped and replaced. No patient complications have been reported as a result of this event.